Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-sep-18. It was reported that the pump off password was requested as the pump was explanted and the manufacturer's representative was sending it back. On 2017-sep-20 it was reported that the device had been returned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-sep-06. It was reported that it was unknown exactly when the first motor stall occurred, but according to the nurse it was about two months ago. The patient's weight at the time of the event was reported to be about (B)(6). It was noted that the manufacturer's representative was waiting on return shippers to send the pump back. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4) 2017 falkb2: product received for analysis; the supplemental regulatory report was cancelled as the returned product paperwork contained no new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-sep-18. It was reported that the pump was returned to the manufacturer for analysis. It was reported that the device was being used to deliver morphine and dilaudid. The patient was not in a clinical study, the device was used with/in a patient intended for treatment. There was no patient death. There were no further complications reported/anticipated.

Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 25.0 mg/ml of dilaudid, 125.0 mcg/ml of clonidine, and 1,250.0 mcg/ml of bupivacaine at 0.156 mg/day, 0.78 mcg/day, and 7.8 mcg/day, respectively, via minimum rate infusion mode. Evaluation of implantable pump serial (B)(4) revealed residue in the motor gear train and wearing on the lower shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid [25 mg/ml] at a dose of 2.99 mg/day via an implantable pump for non-malignant pain and radiculopathy. It was reported on (B)(6) 2017 that the nurse who managed the pump told the manufacturer's representative that the pump was being replaced because the pump had gone into several motor stalls, from which it recovered/they had restarted the pump; however, the latest one occurred and they were unable to restart the pump. It was noted that the patient did not seem to experience any symptoms of withdrawal from the motor stall and that it was noticed by the managing nurse at the last refill. It was indicated that with 15 months left on the pump life the hcp decided to go ahead and replace it as surgical intervention taken to resolve the issue. The pump was completely explanted and replaced on (B)(6) 2017. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient¿s medical history was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the report the patient status was ¿alive ¿ no injury¿ and the issue was resolved. It was indicated that the pump would be returned by the manufacturer's representative.